Manufacturer narrative:
There was no patient involvement. Device has been requested, but has not yet been returned to sorin group (B)(4). Sorin group manufactures the s5 gas blender system. The incident occured in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group deutschland received a report that a s5 gas blender intermittently displayed a co2 deviation alarm post-procedure. There was no patient involvement. The device has been returned to sorin group (B)(4) for investigation. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that a s5 gas blender intermittently displayed a co2 deviation alarm post-procedure. There was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 gas blender system. The incident occured in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). The complained gas blender was returned to sorin group deutschland for investigation. The reported issue was confirmed during functional testing and could be traced to a defective mass-flow meter/controller for o2. The controller was replaced and a functional check and new calibration were performed. Functional control and technical safety inspection was successfully carried out and no further issues were discovered. The device was cleaned and disinfected and returned to the customer. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.